Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: handling manual chapter 7 cleaning, disinfection, and sterilization procedures 7.3 bedside cleaning. Instruction manual chapter 3 preparation and inspection 3.6 inspection of combinational functions with related equipment inspection of the insufflation function. In case of severe contamination of cleaning, disinfection, or sterilization procedures in chapter 7 of the instructions for use or failure to clean immediately after each case. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
While in discussions with the customer, he noted that about 50 ccs of a red liquid and a brown linear object came out from the tip. The customer did confirm that the most recent patient had no signs of infection. According to the physician who uses this product most often, he felt that it had been difficult to send water through for a ¿long time¿. Reportedly, there were ¿times when the condition was good and times when it was bad.¿ further inquiry revealed that after the case, the air/water channel cleaning adapter had not been used, and the solution was immediately brought to the sink and delivered with the injection tube. The customer went on to note that since it was troublesome to remove the balloon, the balloon channel may not be aspirated during the process. No cleaning brush was used during this process. No water or air supply inspection was performed after the case, and it is unclear whether the button had been replaced during the inspection or not. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while his medical staff was washing after an eus-fna test, a thin red object came out from the tip of his olympus air/water value. Reportedly, after that, a red-brown object appeared also. As this was discovered following the completion of the procedure, this event had no impact on the patient of this case. While performing diligence concerning this event, it became clear that the user facility had been insufficiently reprocessing some of their olympus devices. This report is 7 of 11 being submitted to capture the series of insufficiently reprocessed devices by the same user facility. This report is specifically being submitted to capture the evis lucera ultrasound gastrovideoscope. For the related files, please see reports with patient identifiers: (B)(6).